Event description:
I had a cl-c2 fusion where they used screw and wire with cadaver bone and rhbmp for bone growth. Since the surgery, I have had serious problems with neck stiffness-severe where it effects my muscles with my speech and I have problem chewing and swallowing. No one can figure what is wrong with my neck because it doesn't respond to muscle relaxants our pain medicines, it just gets stiffer and stiffer.